Event description:
According to the information received, this valve was explanted due to bacterial endocarditis. The endocarditis was secondary to "line sepsis" experienced following a vascular procedure that was performed sometime after the initial mitral valve implant. The valve was replaced with a 29mj-501. Patient status is unknown. Additional information will be requested.